Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that a patient with 2 ruptured aneurysms was treated by coil embolization. The 4th coil (subject device) was reported to break within the distal part of the microcatheter during retreat. The coil was removed with a solitaire revascularization device. There was no medical consequences to the patient.

Event description:
It was reported that a patient with 2 ruptured aneurysms was treated by coil embolization. The 4th coil (subject device) was reported to break within the distal part of the microcatheter during retreat. The coil was removed with a solitaire revascularization device. There was no medical consequences to the patient.

Manufacturer narrative:
Expiration date: added, product available to stryker: updated, device evaluated by mfg: updated, manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the delivery wire was kinked bent likely due to handling damage that limited the performance of the procedure. It was also observed that the main coil was stretched, the main coil suture was damaged, and the main coil and delivery wire were separated. The point of breakage could not be seen on the main coil side due to the damage to the coil. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event. Therefore, an assignable cause of operational context has been assigned to this investigation.